Event description:
The balloon and pump were removed from the pt and replaced due to allergic reaction to manganese. Add'l info received 10/29/97 indicates the pump was partially deflated and would not fill.